Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was low impedance, and loss of sensing on the ventricular lead. The lead was scheduled to be replaced. No patient complications were reported as a result of this event. It was later reported that thresholds were gradually rising over time. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was low impedance, and loss of sensing on the ventricular lead. The lead was scheduled to be replaced. No patient complications were reported as a result of this event.